Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to remove and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the totally occluded anatomy resulting in the reported failure to advance and likely causing the tip to kink and the difficulty to remove. Manipulation during retraction against resistance likely resulted in the reported tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded lesion in the tibial artery. A ht command es guide wire failed to cross due to resistance with the anatomy. During removal, resistance was felt and the tip separated. The lesion was totally occluded; therefore, no attempts to remove the separated tip was made and it was left in the patient. The procedure was concluded and there was no clinically significant delay in the procedure. No additional information was provided.